Manufacturer narrative:
This event was recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Reported issue: it was reported that during the surgery, the tip lock came off easily during use. The event occurred during surgery and there was a delay between 0-15 minutes, and an alternate product was used to complete the procedure. No adverse events were reported as a result of this malfunction. DHR review: the device history record (DHR) for 00515048201 lot number z000012342, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Technical review and physical evaluation: on 29 july 2019, it was reported from osaka gyoumeikan hospital that during the surgery, the tip lock came off easily during use. On 22 august 2019, a returned product investigation was performed on the 00515048201. The physical evaluation revealed that the tip lock was loosely retained in the gun housing and could be removed with minimal effort. The results of the returned product investigation have confirmed the reported event. Probable cause/root cause: the reported event was confirmed during inspection of the device, and the lot number is associated with an action where the tip lock is noted to detach from the gun. An action was created to address an issue with the tip lock not properly being retained within the gun, however, it cannot be specifically determined what caused the reported event. Therefore a specific root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted. (B)(4).

Event description:
It was reported that during the surgery, the tip lock came off easily during use. The event occurred during surgery and there was a delay between 0-15 minutes, and an alternate product was used to complete the procedure. No adverse events were reported as a result of this malfunction.